Event description:
Device has been explanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs a saline device appears to have delamination in the valve. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side "deflation." Device remains implanted.